Event description:
It was reported that the werewolf flow 50 wand ran by itself and then stopped. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a back-up device available or if there was a delay.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. The tip is worn from use. The unit was returned in original packaging and labeling but opened. A functional evaluation was performed on the returned device and found the wand has reached end of life error when plugged into a controller. The wand shows use in the data log. A multiple button press error is recorded in the data log. Checking under the button covers, saline ingress is observed on the boards inside the handle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a failure to follow instructions. Factors that could have contributed to the failure include saline/humidity entered the interior of the handle shorting the connection of the buttons. No containment or corrective actions are recommended at this time.